Manufacturer narrative:
Castor not returned to olympus keymed for further investigation. No meaningful investigation possible by the legal manufacturer, and therefore unable to determine the root cause of the failure. It should be noted that the expected service life of the workstation and transformer is 5 years (this information can be found in the instructions for use). This workstation has been in service for 7 years. This will be the final report, however, if any new information is received the case will be reviewed. H3 other text : faulty part not returned to manufacturer.

Event description:
It has been reported that a castor has broken away from the wm-np2 workstation. The failure was discovered during 'preparation for use'. There has been no report of injury to patient or user.

Manufacturer narrative:
Okm have requested the return of castor for further investigation. However, the sales business center has advised that the castor will not be returned. Investigation will be carried out by okm using the information and photos provided.